Event description:
A trilogy ev300 ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device failed active exhalation verification testing. The 3-way solenoid and proportional valves were replaced to address the issue. The device passed final testing and was confirmed to be operating properly and was returned to service.